Event description:
It was reported that during a gastrectomy procedure, the angle of the jaw did not correspond with angle of the articulation lever. Another like device was used completed the case. There was no pt consequence.